Event description:
This system was explanted at the request of the patient. It was noted that the patient has acute anxiety disorder. The system was not replaced. There were no adverse patient events reported. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.